Event description:
It was reported that the target lesion was located in the distal left circumflex (lcx) with heavy tortuosity and heavy calcification. The 2.5 x 12 mm xience v stent was intended to be implanted, however, it was unable to cross the lesion. It still failed to cross the lesion after several attempts, and force was applied during attempt to cross. Subsequently, the proximal shaft separated. The separation site was outside the patient anatomy, therefore the stent delivery system (sds) was able to be removed easily. It was exchanged for a non-abbott stent to finish the procedure successfully. No adverse patient effects were reported. The final patient outcome is reported to be satisfactory. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Excessive force the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.